Event description:
Customer reported a leak associated with the cap piercer of the unicel dxc 600i synchron access clinical system. The customer was wearing personal protective equipment. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found a partial obstruction in the cap piercer blade wash vacuum line #118. This was causing lower than normal vacuum for the cap piercer blade wash. Vacuum line #118 was cleared which resolved issue identification of failure mode: the failure mode was a partial obstruction in the cap piercer blade wash vacuum line #118. (B)(4).